Manufacturer narrative:
Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6), 2013 at approximately 7:00pm, she experienced symptoms described as "sweating, shaky, and feeling very bad". Paramedics were called and upon their arrival, customer's blood glucose was found to be "500 mg/dl" and she was administered intravenous fluids and transported to a local hospital. Customer was diagnosed with hyperglycemia and additionally treated with insulin. There was no report of death or permanent impairment associated with this event.